Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the complaint for splintered device. The teflon pad was partially separated from the jaw, exposing metal underneath. The jaw area had foreign substance adhered to it, and there were char marks on the probe. Based on similar reports, a potential cause for the mechanical and thermal damage to the teflon pad and probe is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ and ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue or twisting the handle.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that during a hysterectomy procedure, the device splintered. The device was removed from the patient. There was no reported patient injury or device fragment fallen into the patient.